Event description:
It was reported that a pericardial effusion and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was attempted using a 20mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). A trace pericardial effusion was observed prior to the commencement of the procedure. After several deployment attempts with the closure device the patient experienced atrial fibrillation. Cardioversion was performed without success and amiodarone was administered. A new wds was placed and the patient became hypotensive. The closure device was placed in preparation for release when the patient experienced cardiac arrest. A circumferential pericardial effusion measuring 1.6cm was discovered via transesophageal echocardiogram. The closure device was recaptured and cardiopulmonary resuscitation was performed. A pulse was reestablished. A pericardial tap was performed and 170cc of blood was removed. The patient was transferred to an operating room for the placement of a pericardial drain.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 20mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). A trace pericardial effusion was observed prior to the commencement of the procedure. After several deployment attempts with the closure device the patient experienced atrial fibrillation. Cardioversion was performed without success and amiodarone was administered. A new wds was placed and the patient became hypotensive. The closure device was placed in preparation for release when the patient experienced cardiac arrest. A circumferential pericardial effusion measuring 1.6cm was discovered via transesophageal echocardiogram. The closure device was recaptured and cardiopulmonary resuscitation was performed. A pulse was reestablished. A pericardial tap was performed and 170cc of blood was removed. The patient was transferred to an operating room for the placement of a pericardial drain. It was further reported the patient fully recovered and was discharged two days post index procedure.